Event description:
(B)(6) male pt contacted zoll customer support to report that the monitor response buttons were not activating the device properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working properly) has been confirmed. Upon eval, the touchscreen assembly was defective, affecting the functionality of the front response button. The cause for the non-functional response button is the defective subassembly. The root cause for the defective subassembly cannot be positively identified. No adverse event resulted from the defective subassembly. The pt was issue da replacement monitor.